Event description:
It was reported twice with in the month patient experienced hyperglycemia 269 mg/dl within three hours of insertion at abdomen on (B)(6) 2026 due to infusion set cannula was bent and was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.